Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the device's power to system cable, designator w01, was loose. Physio reseated the cable to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through function and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device is resetting itself when they attempt to power it on and will not power on. There was no report of patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device is resetting itself when they attempt to power it on and will not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Section e4 initial report sent to FDA of the initial medwatch report was blank. Section e4 initial report sent to FDA of the initial medwatch report should indicate: no.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device is resetting itself when they attempt to power it on and will not power on. There was no report of patient use associated with the reported event.